Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was at a hospital when their device suddenly turned off for about five minutes the day prior to this report. The device was reported to have turned back on, and was on at the time of this report. It was noted the patient would be following up with a healthcare professional (hcp) a couple of weeks after this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.